Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The complaint/event involved an empty lifecare container 100 ml size that reportedly leaked an unspecified fluid from the side and that the top of the device/bag was also not sealed well. There was no report of any human harm.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: one used list #079510471, empty lifecare container 100 ml size; lot #13851012. As received, no damage or anomalies were observed. In attempts to replicate clinical use the 100ml bag was attempted to be filled with 100 ml of water using an ICU medical-provided syringe. During the fill process, a leak was observed to be coming from bag at the seal. The seal was observed to be misaligned. The complaint of leakage can be confirmed. The probable cause of the leak is due to misaligned seal of the bag during manufacturing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 07may2025.